Manufacturer narrative:
Evaluation summary: no product or photos are returned for review, so the exact condition of the device is unk. Neither x-rays nor surgical notes are provided for review; it is unk if the devices were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history are unk. Rehabilitation protocol and adherence thereto is unk. With the information provided, a definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to the cup loosening.